Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was experiencing discomfort due to the ipg. The patient will undergo an ipg explant procedure.